Manufacturer narrative:
Eval, results: other, lack of info (no films received for eval, vessel morphology unk). Eval, conclusions: other, lack of info (no films received for eval, vessel morphology unk).

Event description:
A 2.5 mm x 15mm sprinter rx dilatation balloon catheter was used to pre-dilate an unk lesion. The lesion morphology is unk. It was reported that the balloon was advanced to the intended lesion site and upon inflation of the balloon; the balloon ruptured at a pressure of 14 atmospheres. The balloon was successfully removed from the pt as one unit. No clinical sequelae were reported and the pt is reported to be fine. Medtronic has received the device and its analysis has been completed. A longitudinal tear was evident on the balloon material. The edges of the tear were not clean along the length of the tear. There was a small flap of material evident on the balloon material located over the distal marker band. Although limited info is available from the account, eval of the device has identified a small flap of material on the balloon. This indicates the presence of damage at this site on the balloon. The balloon burst most likely originated at this site of damage when the balloon was pressurized to 14 atm. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.